Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#(B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: a female patient underwent thoracic endovascular aortic repair (tevar) for a thoracic aortic aneurysm (taa). Total arch replacement (tar) and elephant trunk (et) were previously performed (non-cook devices). The physician planned to place zta-pt-36-32-209-w1 (complaint device) at the distal end of the tar and et and then place zta-d-32-160-w1 distal to the zta-pt. According to the physician there was no anatomical problem observed and the procedure was conducted as labeled. However, the delivery system of zta-pt-36-32-209-w1 that was inserted from the right femoral artery would not pass the tar and et area. The physician removed the device outside the patient body and found there was a gap between sheath tip and the dilator. The sheath tip even looked as bulged, so the physician determined it's risky to keep using it since it would get caught in the et. The physician replaced it with zta-pt-34-30-209-w1 and could place the stent graft without problem. Then the physician placed zta-d-32-160-w1 distally and completed the procedure. Per requested clarification it was responded that the device had been inspected prior to use. The patient did not experience any adverse effects due to this occurrence. Review of device history record gave no indication of the device being produced outside of specifications. The product was not returned, and no imaging was provided. Per the instruction for use: ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair¿. Based on the information available in this complaint it seems likely that the device could get caught in the total arch replacement and elephant trunk an cause the advancement difficulties. According to the IFU the product has not been evaluated in patient populations with previous repair in descending thoracic aorta. Consequently, the zta-pt-34-30-209-w1 was used outside intended use. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: a female patient underwent taa repair. Total arch replacement and elephant trunk were previously performed. The physician planned to place zta-pt-36-32-209-w1 at the distal of the tar and et and then place zta-d-32-160-w1 distally. There was no anatomical problem observed and the procedure was conducted as labeled. However the delivery system of zta-pt-36-32-209-w1 that was inserted from the right femoral would not pass the tar and et area. So he removed it outside the patient body and found there was a gap between sheath tip and the dilator. The sheath tip even looked as bulged, so he determined it's risky to keep using it since it would get caught in the et and cause serious problem, so he replaced it with zta-pt-34-30-209-w1 and could place the stent graft without problem. Then he placed zta-d-32-160-w1 distally and completed the procedure. The device was inspected prior to use, patient outcome: the patient did not experience any adverse effects due to this occurrence.